Event description:
It is reported that surgery was delayed for an unknown amount of time when the trilogy shell was screwed onto the impactor and implanted. The surgeon torqued on the impactor to change the version on the cup and the screw on the impactor broke.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: as received, the cup positioner threaded tip is fractured approximately in line with the end of the positioner shaft. The distal threads are missing and were not returned with the instrument. The threaded tip probably fractured from overload due to bending when attempting to change the version of the cup. Device history records indicate device manufactured to specification. Specification has a potential field age of approximately 4 years.